Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler and the patient event of shortness of breath and restlessness resulting in hospitalization for flash pulmonary edema, hypoxia with acute respiratory failure and hypertensive crisis. However, there is no documentation to show a causal relationship between the liberty select cycler and the patient adverse event. The pdrn stated there were unspecified issues with the cycler prior to the event, however, per medical records, the acute pulmonary edema was a result of the patient non-compliance to diet and fluid restrictions. The patient spouse further supported that diagnosis stating the patient had difficulty following those restrictions and had increased fluid intake recently. There are no reported cycler issues prior to the hospitalization. Based on the available information, the liberty select cycler can be excluded as the cause of the adverse event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that the patient was hospitalized on 2-16 for "lack of clearances". The patient was discharged on 2-19. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized due to flash pulmonary edema and fluid overload. The pdrn stated the patient was having unspecified issues with the liberty select cycler. The discharge summary documents the patient presenting to the emergency room (ER) with complaints of shortness of breath with acute onset paroxysmal nocturnal dyspnea. The patient had become agitated and restless with difficulty with speech due to shortness of breath. The onset was 30 minutes prior to arrival at the ER. The timing was sudden and it occurred at home during pd therapy. The treatment had to be aborted. The patient was found to be hypoxic with acute respiratory failure and placed on bilevel positive airway pressure (bipap). The patient¿s creatinine was 13.8 suggesting a uremic state. The patient underwent emergent dialysis resulting in a drop of creatinine to 6.1. The patient was also found to be in hypertensive crisis with a blood pressure of 208/143, heart rate 120 and respiratory rate 24 and started on a nitroglycerin intravenous (IV) drip (dose, frequency and duration unknown). A myocardial infarction (mi) was ruled out. The patient was admitted to the intensive care unit (ICU) and diagnosed with acute pulmonary edema secondary to fluid and dietary noncompliance. Per the patient¿s spouse it is difficult for the patient to follow the diet and fluid restrictions and recently has been drinking a lot more fluids. The patient¿s pd prescription was recently changed to 4 exchanges of 1,800ml each with a dwell of 1 hour and 50 minutes (unknown solution strength). The previous prescription is unknown. A hemodialysis (hd) catheter was placed in the right femoral vein for emergent hd treatment. The patient was discharged on 19/feb/2019 to home in stable condition. Per the pdrn the patient is doing better since the hospitalization and continues pd therapy with no reported issues.